Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer passed away from diabetic ketoacidosis that spread to the heart. The official cause of death is unknown and it is also unknown whether or not the insulin pump was being worn at the time of death. Two phone calls were made to the home phone number on file, but the phone number was incorrect. The medical doctor's office was contacted and the nurse also stated that the cause of death is unknown. The nurse also stated that she was contacted by another person, unsure if it was a family member, stating that the customer had passed away. This person also refused to return the insulin pump for analysis because he felt that the insulin pump caused the death, and felt that he would never get a reply from the insulin pump manufacturer if he were to return it. Nothing further was reported.